Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported trial patient's husband (B)(6) mentioned the trial patient was in the hospital. On (B)(6) 2018 it was reported that trial patient is still in the hospital. More information was received on 2018-nov-23 with trial patient stating that the muscles in their legs and hips were hurting them. No further complications were reported or anticipated.